Manufacturer narrative:
The investigation of thrombus and stroke/cva has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." Impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the patient experienced a left ventricle thrombus and a bilateral cardiovascular accident confirmed by computed tomography. The physician stated that the left ventricle thrombus was a result of the left anterior descending coronary infarction which the patient was originally admitted for. Due to the left ventricle thrombus and the stroke, the pump was explanted. The patient was successfully weaned and explanted. The patient remained on extracorporeal membrane oxygenation support.